Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 28.1 mmol/l (system 1) and 13.3 mmol/l (system 2). No adverse event reported. Requested return of suspect devices and replacement was sent.